Event description:
The duett sealing device was deployed following an interventional procedure via a 8 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a large hematoma. Treatment consisted of a femostop, manual compression and a blood transfusion. The treatment was successful with no further complications reported.